Manufacturer narrative:
Covidien/medtronic reference number (B)(4). Patient information (ID, ) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that a new born female ((B)(6)) was intubated on (B)(6) 2016 and the nurses noticed on (B)(6) 2016 that the depth markers on the tube starting to erase and were not visible in the end. The nurses finally draw the marks with a sterile marker on the device. The device is still in use on the patient